Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
The arjo representatve was informed about the event with involvment of the maxi move passive fllor lift. It was initialy reported that during transfering the patient from the bed, the lift tipped over. The caegiver raised the patient up in the sling, and pushed (gently - as he has been instructed) to glide them up in bed and then intended to lower the machine so the patient would be boosted up in bed. However, before he could safely lower the patient in bed the whole machine fell over onto him, lifting him off his feet, and pinned him between the IV pole and the maxi move. There is no information about patient or caregiver injury.

Manufacturer narrative:
On (B)(6) 2018 arjo representative was informed about an event with the involvement of a maxi move lift at the grossmont hospital facility in la mesa, ca, USA. The following information was reported by the customer: while the caregiver was repositioning patient in the bed, the lift started to tip over. When the caregiver raised and pushed the lift to reposition the resident (to slide the patient up) in the bed, during the final phase of transfer (the caregiver was lowering the patient), the lift started to tip on the caregiver. As a consequence of the event, the caregiver was jammed between maxi move and IV pole. It was reported that the device hit the bed frame, preventing the maxi move from fully falling over on to the floor. On (B)(6) 2018 the arjo service technician visited the facility to examine the device. During this visit, the service technician received information that the caregiver sustained mid-lower back pain as a consequence of the event. The caregiver declined medical treatment and did not require sick leave. Additionally, the facility reported that the patient who was involved in this event, passed away 3 days post the incident. The additional information provided by the service technician confirmed that the patient was unconscious during the transfer and fall on the caregiver. The patient did not sustain any injuries directly after the device tipping. The patient was in critical care and the cause of death was not related to the incident. The device evaluation showed that the lift was in generally good condition. The functional test confirmed that the device was working according to manufacturer specification. During the visit service technician clarified the circumstances of the event and confirmed that the device tipped over when the device hit the obstruction. While caregiver was moving the device to slide the patient up in the bed (in the head support direction) the lift chassis made a contact with 3rd party device's power transport sytem. This system is a box located under the bed frame the caregiver continiue to pushed lift to correctly position the patient in the bed. This situation lead to device tipping over. An investigation was carried out into this complaint. Based on our evaluation, the following factors are considered to be the possible causes of lift tipping: a) applying the chassis brakes while attempting to move the device, b) using something other than maneuvering handle parts of the device to move it, for example, the mast, the jib, the spreader bar or the patient, c) pushing the device directly on the obstructions on the floor, d) pushing or pulling the device sideways instead of the front direction, e) malfunctions of the lift or the sling. The maxi move operating and product care instructions (001.25060.en) warn and inform the user: "using the adjustable width chassis, it is possible to make adjustments to chassis leg widths to assist maneuverability around obstructions, for example, bed legs." "Lift the patient until obstructions are cleared, such as the bed, chairs, the floor, etc. Allow the weight reading to stabilize." The information provided by facility confirmed that device almost tipped over during lift operation and the caregiver hit the bed frame. This situation might have disrupted stability of the lift and, as a consequence caused the device tipping. When reviewing similar reportable events, we have found a number of cases with similar fault description, when the lift tilted or tipped over. Looking at the incident scenario it has been established that maxi move passive floor lift was being used for patient handling at the time of the event and in that way contributed to the reportable event - device tipped over on the caregiver. No technical malfunction of the device was detected that could have caused or contributed to tipping and from that perspective, the floor lit device was up to its technical specification at the time of the incident. Nevertheless, the device was reported to tip on one side and in this regard, the floor lift did not meet its performance specification.

Manufacturer narrative:
On 20/07/2018 arjo representative was informed that 3 days after the event patient passed away. Collection of information is ongoing. Additional information will be provided upon conclusions of the manufacturer's investigation.